Manufacturer narrative:
The front bezel was returned for failure investigation. The alarm (red) led detached from the trace not making contact on the power switch overlay created the 1105-alarm led error code.

Manufacturer narrative:
This issue was discovered during pre-use setup and the device was switched out with a different device to use on the patient. Device did not come in contact with patient. No medical intervention provided to the patient nor a delay was noted. The manufacturer's field service engineer (fse) was dispatched on site and confirmed the reported problem. The fse replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and returned to service. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
Date of event: (B)(6) 2021 10mar2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s check vent led does not come on when alarming. The customer reported there was no patient involvement at the time the issue was discovered.